Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console powered up and functioned properly and but failed the rotablator functional feature test due to visible physical damage to the power supply socket. While rotablator console sn: (B)(4) failed the rotablator functional feature test the failure was not related to the reported complaint. Further investigation was carried out using a rotalink 1.75mm burr and the rpm displayed through the full range of speeds in both turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the console was tested with a rotaburr connected.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the console was tested with a rotaburr connected.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that the console does not display any speed. A rotablator console was selected for use. It was noted that the console no longer displays any speed. No patient involvement was reported.